Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event codes 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa (early sensor attenuation). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. Customer did not experience any symptoms and treated themselves with milk, apples some meat and some cheese. There was no report of death or permanent impairment associated with this event.